Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. This report is number 5 of 7 MDR's filed for the same patient (reference 0001822565-2017-00843, 0001822565-2017-00845, 0001822565-2017-00846, 0001822565-2017-00848, 0001822565-2017-00849, 0001822565-2017-00860, 0001822565-2017-00862).

Event description:
Patient has been indicated for a right hip revision approximately eleven years post-implantation due to elevated metal ion levels and pain. No revision has been reported to date.